Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified vessel. When introducing the guide wire to advance the 4.0x38 mm xience alpine stent delivery system (sds), the sds was noted to be torn before the guide wire exit notch, where the guide wire is retrieved. Another, same size xience alpine sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat an unspecified vessel. When introducing the guide wire to advance the 4.0x38 mm xience alpine stent delivery system (sds), the sds was noted to be torn before the guide wire exit notch, where the guide wire is retrieved. Another, same size xience alpine sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the device was a 3.5x28 mm xience alpine. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported split, cut or torn material was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported split, cut or torn material could not be determined. Potential factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, mishandling during manufacturing, during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. It is possible the device interacted with accessory devices, causing the reported split, cut or torn material; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d4: catalogue number updated from 1120400-38 to 1120350-28.